Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation. The pt was working on his motorcycle and conscious at the time of the treatment. Motion artifact contributed to the false detection. It is reported that the pt panicked and forgot to press the response buttons. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt went to the hosp for further eval.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hosp for further eval. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: monitor: (B)(4): 08/01/2014 - reuse; electrode belt (B)(4): 0/01/2011 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg